Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to femoral vein puncture site hematoma. It was reported that on (B)(6) 2018, a mitraclip procedure was performed for ischemic functional mitral regurgitation (mr) grade 4+. The patient presented with leaflet tethering. One mitraclip was implanted without issues, reducing the mr to grade 1+. Post procedure, a hematoma was noted at the right femoral vein access site. Medication (venofer) was administered. The event resolved without sequela. The event did not require prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of hematoma as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported hematoma appears to be related to patient morphology/pathology and/or user technique/procedural conditions. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.